Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney underwent (B)(6) 2016 and mesh was implanted. It reported that the patient underwent revision surgery on (B)(6) 2017 due to adhesion of small bowel to the mesh, small bowel obstruction, hernia recurrence, lysis of adhesions and abdominal pain. No additional information was provided.